Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 465 mg/dl. The customer's current blood glucose level was 405 mg/dl. The customer had the symptom of being thirsty. The customer treated their high blood glucose with boluses and shots. Troubleshooting for the insulin pump was done. There were no air bubbles detected and the insulin had exited without incident. The customer also reported that early in the morning the cannula looked bent when they removed it from the body. The device will not return for analysis.